Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter lcd cover is scratched, however this does not affect product performance. The returned product performed within specification. No performance failure detected.

Event description:
Caller indicated the relion confirm meter was giving low readings. The customer received a reading of lo/20 mg and another of 186. She stated she doesn't have a normal reading, but tends to run on the lower side. She stated she didn't have any signs that her blood glucose level was low. She didn't have control solution to test the meter. She treated herself with a unit of insulin. She stores her strips in a blood glucose sugar box, cleans her hands with alcohol and lets them dry fully. Replacing product.